Event description:
It was reported that the user's ilet pump delivered a high total insulin dose over a 24-hour period in response to rapid glucose rises associated with under-announced large meals, frequent snacking, and energy drink intake, which led to sustained hyperglycemia and subsequent swings after a small evening meal announcement, with the user later pausing insulin and resuming at very high glucose levels. Symptoms included hyperglycemia and hypoglycemia ranging from 69 mg/dl to 360 mg/dl, with diaphoresis reported. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided pump and glucose information. Investigation of this case revealed no device problem, and a usage problem identified as inaccurate meal announcements and overcorrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.